Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
A trial patient reported the leads came out. The patient reported her leads came off and she was now ¿ unplugged¿. The lead noted the lead removal was on (B)(6) and the follow up with the healthcare professional (hcp) was on (B)(6). It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.